Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shock impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported. The device continues to remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.